Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgery, mesh removal, and infection. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) md. Radiology-CT abdomen/pelvis. History: infected hernia mesh. Findings: examination shows bilateral right greater than left. There is consolidation within both lower lobes right greater then left. Healed rib fractures are present on the right. Liver demonstrates a low density lesion near the falciform ligament but appears to be solid. There is a hypervascular lesion at the dome of the liver measuring 1 cm. Three low-density lesions measuring 3 to 5 mm are seen in on images #33, 30 and 40 of the contrast-enhanced images a small to characteristic. The spleen is within normal limits. Pancreas is within normal limits. Gallbladder is unremarkable. Adrenal glands normal. Kidneys are prominent bilaterally but demonstrate no masses. There is a hernia mesh along the right side of the abdomen adjacent to the oblique musculature. Significant inflammatory changes and some fluid is associated with this mesh. A percutaneously inserted catheter is seen at the lower border of the hernia mesh. Periappendiceal and pericecal regions are normal. Few shotty lymph nodes are seen in the left para-aortic region. Within the pelvis, the uterus is abnormal and demonstrates multiple low density an a solitary hypervascular lesion along with surrounding inflammatory changes and fluid within the presacral space. Osseous structures are intact. Impression: bilateral effusions and bilateral lower lobe consolidations. Liver lesions, nonspecific. Further evaluation in detail with ultrasound or MRI. Hernia mesh with surrounding inflammatory changes and fluid. Infection is suspected. Abnormal morphology of the uterus. This patient has had a uterine artery embolization this may be a normal postoperative finding. Followup recommended ultrasound. (B)(6) 2011: (B)(6) md. Operative report. Pre/postop diagnosis: infected wound, abdominal wall. Operation performed: debridement of infected abdominal wound with placement of a vacuum-assisted dressing. Indications: the patient is a 46-year-old female who suffered a traumatic ventral hernia. This was repaired at an outside hospital using mesh. The mesh became infected and the patient was transferred here for definitive therapy. She underwent surgery several days prior to this operation and had the mesh removed and a wound vac dressing was placed at that time. The patient was brought back to the operating room for wound vac change and debridement of the wound. Procedure in detail: ¿informed consent was obtained. The patient was brought to the operating room. General endotracheal anesthesia was induced. The wound vac placed at the prior operation was removed and the abdomen was prepped and draped. The wound was inspected and the large portion of the wound was granulated with excellent viable vascularized subcutaneous tissue. There was some purulent discharge from the central aspect of the wound and rather than performing a delayed primary closure, the decision was made to replace the wound vac. Wound vac dressing was then placed. The patient was allowed to awaken from anesthesia. She was extubated and taken to the recovery room in good condition.¿ (B)(6) 2011: (B)(6), md. Operative report. Pre/postop diagnosis: open abdominal wound. Operation performed: removal of vac assisted abdominal dressing with debridement of open abdominal wound. Delayed primary closure of open abdominal wound. Indications: the patient is a 47-year-old female who suffered a traumatic ventral abdominal hernia, which was repaired laparoscopically with mesh at an outside institution. The mesh became infected, which necessitated removal of the mesh at this hospital. At the time of that operation, the hernia was repaired primarily. The patient has been brought back to the operating room on one prior occasion for debridement of the wound and replacement of the vacuum-assisted dressing. She is brought to the operating room today for removal of the dressing with possible delayed primary closure. Procedure in detail: ¿informed consent was obtained. The patient was brought to the operating room. General endotracheal anesthesia was induced. The abdomen was prepped and draped after removal of the wound vac dressing. The wound was inspected. There was excellent granulation tissue within the base of the wound without any purulence as was noted on her prior operation. The hernia repair is intact. A 10-mm jp drain was placed within the wound bed and brought out through a separate stab incision. The wound was debrided and irrigated and then closed in a single layer with a nylon suture in vertical mattress fashion. The wound was then dressed with a sterile dressing. The patient was allowed to awaken from anesthesia. She was extubated and taken to the recovery room in good condition. (B)(6) 2011: (B)(6), md. Discharge summary. Diagnosis: infected ventral hernia mesh. Procedures: excision of infected mesh with primary repair of ventral abdominal hernia, wound vac placement, debridement of infected abdominal wound with placement of wound vac and removal of wound vac with delayed primary closure of abdominal wound. Summary of stay: status post traumatic abdominal hernia repair, transferred to our facility due to an infection in the repair. Condition at discharge: stable. Complications: none. Activity: as tolerated, but no heavy lifting. (B)(6) 2013: [ni]. (B)(6) office notes. Sore on right side of abdomen. Patient had mi last (B)(6) and needed emergent cardiac cath with stent placement, cath insertion site has had difficulty healing and is always ¿opening up.¿ now wants it to be checked to make sure it is healing alright. Exam: lesion on right groin area. Impression/plan: right groin pain-resolved, scab over insertion site without sign of infection. (B)(6) 2014: (B)(6) center. (B)(6), do/(B)(6), do. Office notes. Complaint today is an abscess that constantly keeps surfacing above her right asis. Patient states that the lesion has been surfacing over a year. She has gone to ER and treated with antibiotics. Patient says abscess gets better, drains, scars over for a period, then resurfaces. Reports pus drainage and mild tenderness to palpation when abscess appears. Impression/plan: abscess. Will have lesion ultrasound and will further explore the possibility of excision in office or referral to general surgery based on findings. (B)(6) 2014: (B)(6) center. (B)(6), do/(B)(6), do. Office notes. Ultrasound from wound should [sic] fistula from mesh repair. Complains of abdominal pain (right lower quad fist s/p hernia mesh repair). Impression/plan: abdominal fistula. Will refer to general surgery. [Missing records: records for ¿ultrasound from wound should [sic] fistula from mesh repair¿ were not provided.] (B)(6) 2014: (B)(6) center. (B)(6), do. Office notes. Wt 168 lbs, bmi 28. Impression/plan: delayed healing of surgical wound. Addendum (B)(6) 2014: previously had hernia repair with mesh, later became infected. Mesh removed but patient still having an open wound right above iliac crest. Ultrasound done and noted patient developed a tract/fistula which mesh was placed and removed several years ago. Patient referred to dr. (B)(6) and he further explored the wound and noted that a stitch was left at site as per patient. Dr. (B)(6) removed stitch. Wound is healing well. (B)(6) 2015: (B)(6) center. (B)(6), do. Office notes. Complaining of fistula and hernia that was repaired however has returned. Had complaints of sepsis on previous hernia repair done 2012. Complaints of abdominal pain. Exam: open fistula in rlq. Impression/plan: follow up 3 months. Returning fistula follow up with surgery. (B)(6) 2015: (B)(6)center. (B)(6), do. Office notes. Incision area to her right side, states has not healed, drainage at times yellowish in color. Fistula is draining. Patient seen dr. (B)(6)and stitch was removed initially that caused drainage. Incision healed but now patient is stating wound is opened back up. Draining clear fluid. Impression/plan: fistula. Us abdomen ultrasound. (B)(6) 2016: (B)(6) center. (B)(6). Office notes. Follow up on imaging for fistula. Report shows fistula tract still present. Patient denies no erythema, or pus currently coming from wound today. Impression/plan: fistula. Recurrence of fistula on right inguinal area and will refer to surgery to re-evaluate. [Missing records: records for ¿report shows fistula tract still present¿ were not provided.] (B)(6) 2016: (B)(6)center. (B)(6). Office notes. Exam: left lower abdomen there is a previous suture site that appears to be opening and draining. Impression/plan: skin infection. Bactrim ordered. Wound culture, ultrasound ordered. [Missing records: records for the wound culture were not provided.] (B)(6) 2016: (B)(6) center. (B)(6). Office notes. Following skin infection in her right hip. Took antibiotics as directed. CT did not show abscess. States her infection got better in 2 days later, started to drain again. Pelvic ultrasound had some abnormal findings and patient referred to ob-gyn, however she has not had an appointment made yet. Exam: small opening with purulent drainage. Impression/plan: skin infection. Bactrim prescribed for 10 days. [Missing records: records for ¿pelvic ultrasound had some abnormal findings¿ were not provided.] (B)(6) 2016: (B)(6) center. (B)(6). Office notes. Follow up wound. States it has opened back up with minimal drainage. She was given triple antibiotics and it healed. Exam: opening in the skin of the right anterior hip. Small amount of purulent discharge. Impression/plan: skin infection. Start augmentin. Continue wound care with topical antibiotic and bandage. Express fluid in wound. Follow up 3 weeks. (B)(6) 2017: (B)(6)center. (B)(6). Office notes. Wound on right side since 2012 voices it was almost healed and opens back up. She has been on antibiotics x 3 times. History of present illness: follow up right groin wound, chronic. It first occurred after mi and cath with stent placement through her right femoral area. This area initially got infected and never fully healed. Impression/plan: chronic wound infection of abdomen. Wound infection seems to be controlled with recent cipro antibiotic. (B)(6) 2017: (B)(6). Office notes. Complaint of purulent drainage from wound from stent placement thru femoral vein in 2012 for 6-7 months. She has been to this clinic for multiple occasions due to similar presentation and was placed on antibiotics with mild improvement. Exam: overweight. Wt 167 lbs. Small vesicle with fluid around femoral hernia repair incision site. Impression/plan: fistula, skin. Cultured wound. Drained in clinic today. Chronic bacterial skin infection. Incision today does not look grossly infected so no antibiotics. Referred to general surgery looks like you may be developing another fistula. Follow up 6-8 weeks for chronic skin infection. [Missing records: records for the wound culture were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings . H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient code (1930) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span august 8, 2011 to august 14, 2017 and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Medical records from november 2, 2011 through october 3, 2013 were not provided. Patient information: medical history: smoker: (B)(6) 2011: ¿smoker¿. (B)(6) 2011: ¿no smoking, quit about a month ago.¿ (B)(6) 2018: ¿quit¿. Myocardial infarction. (B)(6) 2013: ¿patient had mi last (B)(6)¿. Chronic abdominal wound infection since 2012. Overweight. (B)(6) 2014: 168 lbs., bmi 28 . (B)(6) 2017: 167 lbs., bmi 28. Prior surgical procedures: none documented. Implant preoperative complaints: (B)(6) 2011: ¿pneumothorax and traumatic injuries. Involved in altercation and struck by a vehicle. Right-sided pain. Results revealed right pneumothorax with rib fractures, right flank hernia containing a loop of colon. Pmh: she denies prior right abdominal bulges. Social hx: smokes. Labs: white count; 23,000. Impression: right possibly traumatic abdominal wall hernia.¿ (B)(6) 2011: ¿¿ who was involved in a trauma. Apparently, she was hit by a car and suffered a right scapular fracture with some rib fractures. She has had a bilateral pneumothoraces as well as pleural effusions diagnosed by chest CT.¿ implant procedure: bilateral tube thoracostomy and laparoscopic ventral hernia repair. Implant: gore dualmesh® biomaterial (1dlmc04/8861042, 15cm x 19 cm, oval). Implant date: (B)(6) 2011 [hospitalization (B)(6) 2011]. Description of hernia being treated: ¿initial inspection revealed a right flank hernia extending down into the right groin. This was lateral to the rectus muscle. There was some raw muscle from what appeared to be a very traumatic avulsion of the muscle which was hanged in the right gutter. The right colon and some small intestine were incarcerated primarily through the lower portion of this but it was easy to reduce and once it was reduced, the patient was positioned in trendelenburg and rotated to the left to retract.¿ ¿the rent and the peritoneum went all the way from the groin up to the rib cage. The primary hernia defect was in the groin but there were still some weakness which extended up like I said almost to the rib cage. I decided to try to close the avulsed muscle primarily at least to cover up the groin defect and this was accomplished through nick incisions made over the defect through which we passed 0 prolene sutures through the avulsed muscle and then brought it back out through the abdominal wall over the defect. Six stay sutures were placed thereby essentially primarily closing the defect. Then, the defect was measured and found to be about 14 centimeters long by about 10 to 12 centimeters wide after it was closed.¿ implant size and fixation: ¿l selected a piece of gore dual mesh which was 15 x 19 centimeters and this was repaired by placing superior and inferior, medial and lateral stitches and then additional stitches out laterally for fixation. The mesh was rolled and inserted into the abdominal cavity. Inside the abdominal cavity, it was unfurled and the stitches were brought out at the inferior margin of the defect, then superiorly just below the rib cage and then laterally out in the flank. The 3 stitches were brought out and then medially just lateral to the right of the umbilicus.¿ ¿with these stitches pulled up, the mesh was taut and then placed a row of titanium spiral tacks around the periphery of the mesh in two rows, the first row was tightly spaced about one centimeter apart, the second row was about 2 centimeters apart giving excellent fixation of the mesh. At this point, the abdomen was re-inspected. There was no bleeding and no bowel entrapment.¿ (B)(6) 2011: discharge summary: ¿traumatic injuries with right pneumothorax and right flank hernia.¿ procedures: ¿bilateral chest tube placement and management. Diagnostic laparoscopic repair of a right flank hernia. Blood transfusion.¿ relevant medical information: (B)(6) 2011: ¿abdomen incisions healing well, no evidence of infection.¿ (B)(6) 2011: ¿doing well overall, there is some fullness on right side and I can¿t rule out a recurrence.¿ (B)(6) 2011: hospitalization. ¿the patient apparently did well postoperatively, but for the last 2 weeks the patient has felt fatigued, has had chills, has had loss of appetite, has had some weight loss (the patient estimates 5-7 pounds) and has had increasing abdominal pain with hardness of her right lower abdomen. She also states that a few days ago purulent fluid came squirting out of that lower area that was so voluminous that she had to go in the shower, and she estimates approximately 1-2 l of purulence was released.¿ CT ordered prescribed for ¿abdominal pain. Recent hernia surgery, rlq [right lower quadrant] pain. N/v/d [nausea, vomiting, diarrhea]. Increased wbc [white blood count].¿ (B)(6) 2011: CT abdomen: ¿status post hernia repair with probable seroma or abscess collecting both peripheral and deeper to the mesh involving the preperitoneal space and intramuscular and subcutaneous space extending from the costal cartilage margin to the right groin. Antral mural thickening may be related to antritis.¿ (B)(6) 2011: ¿cat scan consistent with a very large mesh infection with large amount of fluid , both preperitoneal and in the subcutaneous tissues surrounding the mesh. The mesh seems to be very folded and almost free floating in this infection.¿ (B)(6) 2011: CT-guided drainage of right lower quadrant subcutaneous abscess: ¿about 200 milliliters of clear pus was removed. The catheter was left in place for further drainage.¿ (B)(6) 2011: pathology report: ¿many wbc. Few gram positive cocci in pairs. Isolate: moderate growth staphylococcus aureus. No fungus.¿ (B)(6) 2011: discharge summary: ¿large mesh infection with multiple abscess cavities, both intra-abdominal, preperitoneal, and subcutaneous tissues.¿ ¿underwent percutaneous drainage and started on intravenous antibiotics. Initially presented with abnormal labs of white blood cell count of 14. Drainage culture produced gram positive cocci. Patient will require (removal of mesh, clearance of abscesses, and reconstruction of entire right abdominal/flank wall.¿ (B)(6) 2011: CT abdomen: ¿bilateral effusions and bilateral lower lobe consolidations. Liver lesions, nonspecific. Further evaluation in detail with ultrasound or MRI. Hernia mesh with surrounding inflammatory changes and fluid. Infection is suspected. Abnormal morphology of the uterus. This patient has had a uterine artery embolization this may be a normal postoperative finding. Followup recommended ultrasound.¿ explant preoperative complaints: (B)(6) 2011: ¿... Who suffered a traumatic ventral hernia several months prior. She underwent laparoscopic repair of this hernia with mesh. She subsequently developed infection of the mesh. A drain was placed and the patient was placed on intravenous antibiotic therapy. She is now taken to the operating room for excision of the mesh and repair of the hernia.¿ explant procedure: excision of infected mesh with primary repair of ventral abdominal hernia, application of vacuum-assisted dressing placement. Explant date: (B)(6) 2011 [hospitalization (B)(6) 2011]. ¿an incision was made over the right iliac crest directly overlying the hernia. This was based on CT scan findings, which delineated the location of the mesh. This incision was carried down through the subcutaneous tissue and through the musculature using electrocautery. A dead space was encountered that was filled with purulent material . Cultures were obtained and were passed off of the field. The purulent material was suctioned from the wound. The wound was copiously irrigated. The mesh was identified and was excised in its entirety . This left a defect in the fascia, which measured approximately 12 cm x 5 cm.¿ ¿again, the wound was irrigated and the irrigant was suctioned from the wound. The intra-abdominal contents were not visible due to formation of an inflammatory rind over the abdominal contents. The fascia was reapproximated primarily with interrupted #1 looped pds in a figure-of-eight fashion. A wound vac dressing was then placed.¿ wound cultures not provided. (B)(6) 2011: removal wound vac. ¿the wound was inspected and the large portion of the wound was granulated with excellent viable vascularized subcutaneous tissue. There was some purulent discharge from the central aspect of the wound and rather than performing a delayed primary closure, the decision was made to replace the wound vac. Wound vac dressing was then placed.¿ (B)(6) 2011: wound vac change and debridement of the wound. (B)(6) 2011: removal of vac assisted abdominal dressing with debridement of open abdominal wound. Delayed primary closure of open abdominal wound. ¿the wound was inspected. There was excellent granulation tissue within the base of the wound without any purulence as was noted on her prior operation. The hernia repair is intact. A 10-mm jp drain was placed within the wound bed and brought out through a separate stab incision. The wound was debrided and irrigated and then closed in a single layer with a nylon suture in vertical mattress fashion.¿ (B)(6) 2011: discharge summary: ¿status post traumatic abdominal hernia repair, transferred to our facility due to an infection in the repair. Condition at discharge: stable. Complications: none.¿ relevant medical information: (B)(6) 2013: ¿... Had mi last september and needed emergent cardiac cath with stent placement, cath insertion site has had difficulty healing and is always ¿opening up.¿ now wants it to be checked to make sure it is healing alright. Exam: lesion on right groin area. Impression/plan: right groin pain-resolved, scab over insertion site without sign of infection.¿ (B)(6) 2014: ¿... Abscess that constantly keeps surfacing above her right asis [anterior superior iliac spine]. ... Has been surfacing over a year. She has gone to ER and treated with antibiotics. Says abscess gets better, drains, scars over for a period, then resurfaces. Reports pus drainage and mild tenderness to palpation when abscess appears. Impression/plan: abscess. Will have lesion ultrasound and will further explore the possibility of excision in office or referral to general surgery based on findings.¿ (B)(6) 2014: ultrasound not provided. ¿ultrasound from wound should [sic] fistula from mesh repair.¿ ¿complains of abdominal pain (right lower quad fist s/p hernia mesh repair).¿ (B)(6) 2014: ¿ultrasound done and noted patient developed a tract/fistula which mesh was placed and removed several years ago. Patient referred to dr. (B)(6) and he further explored the wound and noted that a stitch was left at site as per patient. Dr. (B)(6) removed stitch. Wound is healing well.¿ (B)(6) 2015: ¿open fistula in rlq. Impression/plan: follow up 3 months. Returning fistula follow up with surgery.¿ (B)(6) 2015: ¿incision healed but now patient is stating wound is opened back up. Draining clear fluid. Impression/plan: fistula. Us abdomen ultrasound.¿ (B)(6) 2016: ¿follow up on imaging for fistula. Report shows fistula tract still present. Recurrence of fistula on right inguinal area and will refer to surgery to re-evaluate.¿ (B)(6) 2016: ¿left lower abdomen there is a previous suture site that appears to be opening and draining. Impression/plan: skin infection. Bactrim ordered. Wound culture, ultrasound ordered.¿ (B)(6) 2016: ¿following skin infection in her right hip. Took antibiotics as directed. CT did not show abscess. States her infection got better in 2 days later, started to drain again. Pelvic ultrasound had some abnormal findings and patient referred to ob-gyn, however she has not had an appointment made yet.¿ (B)(6) 2016: ¿skin infection. Start augmentin. Continue wound care with topical antibiotic and bandage. Express fluid in wound. Follow up 3 weeks.¿ (B)(6) 2017: ¿follow up right groin wound, chronic. It first occurred after mi and cath with stent placement through her right femoral area. This area initially got infected and never fully healed. Chronic wound infection of abdomen. Wound infection seems to be controlled with recent cipro antibiotic.¿ (B)(6) 2017: ¿small vesicle with fluid around femoral hernia repair incision site. Fistula, skin. Cultured wound. Drained in clinic today. Chronic bacterial skin infection. Referred to general surgery looks like you may be developing another fistula.¿ conclusion: it should be noted that the instructions for gore® dualmesh® biomaterial with use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) medical center. (B)(6), md. Consultation report. Pneumothorax and traumatic injuries. Involved in altercation and struck by a vehicle. Right-sided pain. Results revealed right pneumothorax with rib fractures, right flank hernia containing a loop of colon. Pmh: she denies prior right abdominal bulges. Social hx: smokes. Labs: white count; 23,000. Impression: right possibly traumatic abdominal wall hernia. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Discharge summary. Reason for admission: traumatic injuries with right pneumothorax and right flank hernia. Hospital course: some nausea and what appeared to be an ileus initially during her admission. Began to have worsening distention over the course of the first two or three days, and by hospital day four, concerned there may be some obstruction related to this right sided flank hernia. During the diagnostic laparoscopy, I found a traumatic right flank hernia extending from the rib cage down to the right groin, and that was repaired laparoscopically which can be seen in my operative notes. Procedures: bilateral chest tube placement and management. Diagnostic laparoscopic repair of a right flank hernia. Blood transfusion. (B)(6) 2011: (B)(6) surgical associates. (B)(6), md. Progress notes. Hpi: s/p laparoscopic repair traumatic right flank hernia. Continues to complain of some soreness in right side, able to get back to most normal daily activities. Social hx: no smoking, quit about a month ago. Exam: abdomen incisions healing well, no evidence of infection. Plan: continue to avoid heavy lifting for another 2 weeks, however should be able to get back to her normal activities. (B)(6) 2011: (B)(6) surgical associates. (B)(6), md. Progress notes. Hpi: woke up this morning with some nausea and vomiting but has been doing very well. Does complain of some abdominal pain. No fever, chills, or sweats. Assessment: doing well overall, there is some fullness on right side and I can¿t rule out a recurrence. Recommend CT scan of the abdomen and pelvis for evaluation of the repair. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain. Recent hernia surgery, rlq pain. N/v/d. Increased wbc. Findings: study demonstrates an abnormal appearance to the mesh in the right lower quadrant. The mesh appears to be folded with fluid in the vicinity. Fluid collection within the properitoneal space and also external to the mesh in the anterolateral abdominal wall. This collection extends towards the lower aspect of the liver and extends inferiorly toward the right lower quadrant and right groin. This may represent hematoma or abscess. Impression: status post hernia repair with probable seroma or abscess collecting both peripheral and deeper to the mesh involving the properitoneal space and intramuscular and subcutaneous space extending from the costal cartilage margin to the right groin. Antral mural thickening may be related to antritis. (B)(6) 2011: (B)(6) medical center. (B)(6), m.d. Radiology-CT guided abd drainage. Reason for exam: abscess. Full result: CT-guided drainage of right lower quadrant subcutaneous abscess: the study was performed, utilizing CT guidance. The right lower quadrant abscess was identified. Using local anesthesia, antiseptic precautions, and conscious sedation for a period of 20 minutes, the right lower quadrant abscess was drained, and about 200 milliliters of clear pus was removed. The catheter was left in place for further drainage. Impression: successful CT-guided drainage of the right lower quadrant abscess associated with hernia treatment mesh. (B)(6) 2011: (B)(6) medical center. (B)(6), m.d. Cytology report. Source of specimen: fluid/abscess from abdomen. Final cytologic diagnosis: abdominal fluid/abscess (cytospin and cell block evaluation): fibrinopurulent material. Negative for malignant cells. Clinical history: hernia repair 08/03/11, fluid collection @ surgical site. Microscopic description: the specimen is composed of numerous acute inflammatory cells. Histiocytes are present in the background. There is no evidence of malignancy. Gross description: fluid/abscess from abdomen ¿ 3 tubes totaling 120 ml of brownish-pink fluid. 2 cytospins. 1 cellblock. (B)(6) 2011: (B)(6) medical center. Laboratory results. Specimen/source: fungal/abscess. Result: no fungus seen on microscopic examination. (B)(6) 2011: (B)(6) medical center, inc. Microbiology report. Body fluid culture: gram stain (final): many wbc. Few gram positive cocci in pairs. Isolate: moderate growth staphylococcus aureus. (B)(6) 2011: (B)(6) medical center. (B)(6), m.d. Discharge summary. Discharge diagnosis: large mesh infection with multiple abscess cavities, both intra-abdominal, preperitoneal, and subcutaneous tissues. Hospital course and treatment: 2 months ago was either hit by a car or ran over by a car and presented to hospital fractured ribs, pneumothorax and developed a hernia, eventration of her right lower abdomen/right flank. Taken to operating room for a laparoscopic repair. Patient did well postoperatively but then over the last two weeks began to have fatigue, intermittent chills, weight loss. Developed a hardening and painful right lower quadrant/right flank. Reports 2-3 days ago she had spontaneous opening of the skin with purulent discharge released and states she drained probably 1-2 liters of pus. Underwent percutaneous drainage and started on intravenous antibiotics. Initially presented with abnormal labs of white blood cell count of 14. Drainage culture produced gram positive cocci. Patient will require (removal of mesh, clearance of abscesses, and reconstruction of entire right abdominal/flank wall. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2011 were not provided. Operative records dated (B)(6) 2011 indicate the patient underwent bilateral tube thoracostomy and laparoscopic ventral hernia repair. The patient ¿is a 46-year-old female who was involved in a trauma. Apparently, she was hit by a car and suffered a right scapular fracture with some rib fractures. She has had a bilateral pneumothoraces as well as pleural effusions diagnosed by chest CT.¿ the operative records dated (B)(6) 2011 state: ¿ln addition to that, she has what looks like a traumatic right flank and groin hernia. She has been stable over the last few days but on a repeat CT, the pleural effusions were somewhat larger and were compressing on her lower lungs and she has either had an ileus or an obstruction which I can¿t exclude being related to the hernia so I proposed to bring her back to the or to place chest tubes bilaterally as well as for diagnostic laparoscopy and possible hernia repair.¿ the records dated (B)(6) 2011 state: ¿initial inspection revealed a right flank hernia extending down into the right groin. This was lateral to the rectus muscle. There was some raw muscle from what appeared to be a very traumatic avulsion of the muscle which was hanged in the right gutter. The right colon and some small intestine were incarcerated primarily through the lower portion of this but it was easy to reduce and once it was reduced, the patient was positioned in trendelenburg and rotated to the left to retract.¿ the operative records dated (B)(6) 2011 continue: ¿the rent and the peritoneum went all the way from the groin up to the rib cage. The primary hernia defect was in the groin but there were still some weakness which extended up like I said almost to the rib cage. I decided to try to close the avulsed muscle primarily at least to cover up the groin defect and this was accomplished through nick incisions made over the defect through which we passed 0 protene sutures through the avulsed muscle and then brought it back out through the abdominal wall over the defect. Six stay sutures were placed thereby essentially primarily closing the defect.¿ records dated (B)(6) 2011 state: ¿then, the defect was measured and found to be about 14 centimeters long by about 10 to 12 centimeters wide after it was closed. L selected a piece of gore dual mesh which was 15 x 1 9 centimeters and this was repaired by placing superior and inferior, medial and lateral stitches and then additional stitches out laterally for fixation . The mesh was rolled and inserted into the abdominal cavity. Inside the abdominal cavity, it was unfurled and the stitches were brought out at the inferior margin of the defect, then superiorly just below the rib cage and then laterally out in the flank. The 3 stitches were brought out and then medially just lateral to the right of the umbilicus.¿ the operative records dated (B)(6) 2011 state: ¿with these stitches pulled up, the mesh was taut and then placed a row of titanium spiral tacks around the periphery of the mesh in two rows , the first row was tightly spaced about one centimeter apart, the second row was about 2 centimeters apart giving excellent fixation of the mesh . At this point, the abdomen was re-inspected. There was no bleeding and no bowel entrapment. The pneumoperitoneum was released. The trocars were then removed and the 10 millimeters trocar site was closed with a 2-0 vicryl stitch. The skin incisions were all closed with 4-0 monocryl subcuticular stitches. Steri-strips and dressings were applied.¿ the records confirm a gore dualmesh® biomaterial (1dlmc04/8861042) was used during the procedure. History and physical records dated (B)(6) 2011 state: ¿the patient apparently did well postoperatively, but for the last 2 weeks the patient has felt fatigued, has had chills, has had loss of appetite, has had some weight loss (the patient estimates 5-7 pounds) and has had increasing abdominal pain with hardness of her right lower abdomen. She also states that a few days ago purulent fluid came squirting out of that lower area that was so voluminous that she had to go in the shower, and she estimates approximately 1-2 l of purulence was released.¿ the records dated (B)(6) 2011 continue: ¿the patient now presents after workup, which includes elevated white count of 14, and anemia with hemoglobin of 8.9 and hematocrit of 28.6, and also has a cat scan consistent with a very large mesh infection with large amount of fluid, both preperitoneal and in the subcutaneous tissues surrounding the mesh. The mesh seems to be very folded and almost free floating in this infection.¿ the history and physical records dated (B)(6) 2011 state: ¿abdomen: soft throughout most of the abdomen but has a large amount of induration in the right lower quadrant, and this area is very tender to palpation. There is an area that looks like a healed area where previous __[sic] of pus had occurred. There was no leakage of pus at this time, but there is small yellowish clear drainage.¿ records dated (B)(6) 2011 state: ¿she presented to henry medical center emergency room on (B)(6) 2011 and had a CT scan which showed most of the above findings. Underwent a percutaneous drainage and started on intravenous antibiotics. She has been very stable with normal vital signs and has been afebrile. She initially presented with abnormal labs of white blood cell count of 14. She also has a hemoglobin of 8.9 and drainage culture has produced gram positive cocci to this point. Due to the nature of what this patient will require (removal of mesh, clearance of abscesses, and reconstruction of entire right abdominal/flank wall), along with her increased complication risks due to pulmonary embolism and need for anti-coagulation, I fell that this patient needs a team approach at an academic center.¿ operative records dated (B)(6) 2011 indicate the patient underwent excision of infected mesh with primary repair of ventral abdominal hernia, application of vacuum-assisted dressing placement. The patient ¿is a 46-year-old female who suffered a traumatic ventral hernia several months prior. She underwent laparoscopic repair of this hernia with mesh. She subsequently developed infection of the mesh. A drain was placed and the patient was placed on intravenous antibiotic therapy. She is now taken to the operating room for excision of the mesh and repair of the hernia.¿ the operative records dated 10/25/2011 state: ¿an incision was made over the right iliac crest directly overlying the hernia. This was based on CT scan findings, which delineated the location of the mesh. This incision was carried down through the subcutaneous tissue and through the musculature using electrocautery. A dead space was encountered that was filled with purulent material. Cultures were obtained and were passed off of the field. The purulent material was suctioned from the wound. The wound was copiously irrigated. The mesh was identified and was excised in its entirety. This left a defect in the fascia, which measured approximately 12 cm x 5 cm.¿ the records dated 10/25/2011 continue: ¿again, the wound was irrigated and the irrigant was suctioned from the wound. The intra-abdominal contents were not visible due to formation of an inflammatory rind over the abdominal contents. The fascia was reapproximated primarily with interrupted #1 looped pds in a figure-of-eight fashion. A wound vac dressing was then placed.¿ culture results from (B)(6) 2011 procedure were not provided. Operative records dated (B)(6) 2011 indicate the patient underwent debridement of infected abdominal wound with placement of a vacuum-assisted dressing. The patient ¿was brought back to the operating room for wound vac change and debridement of the wound.¿ the records dated (B)(6) 2011 state: ¿the wound vac placed at the prior operation was removed and the abdomen was prepped and draped. The wound was inspected and the large portion of the wound was granulated with excellent viable vascularized subcutaneous tissue. There was some purulent discharge from the central aspect of the wound and rather than performing a delayed primary closure, the decision was made to replace the wound vac. Wound vac dressing was then placed.¿ operative records dated (B)(6) 2011 indicate the patient underwent removal of vac assisted abdominal dressing with debridement of open abdominal wound, delayed primary closure of open abdominal wound. The operative records dated (B)(6) 2011 state: ¿the wound was inspected. There was excellent granulation tissue within the base of the wound without any purulence as was noted on her prior operation. The hernia repair is intact. A 10-mm jp drain was placed within the wound bed and brought out through a separate stab incision. The wound was debrided and irrigated and then closed in a single layer with a nylon suture in vertical mattress fashion. The wound was then dressed with a sterile dressing.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: wbc 14.6. (B)(6) 2011: wbc 17.0. (B)(6) 2011: wbc 12.6. (B)(6) 2011: phoebe-sumter medical center. Implant record. Rt flank hernia repair: 15 cm x 19 cm x 1mm oval, exp 02/28/2016, lot# 8861042, ref# (B)(4), w.l. Gore & associates, dualmesh tacked w/ protack x 2. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. Previous patient code (1930) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span august 8, 2011 to august 14, 2017 and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Medical records from november 2, 2011 through october 3, 2013 were not provided. Patient information: medical history: smoker. On (B)(6) 2011: ¿smoker¿. On (B)(6) 2011: ¿no smoking, quit about a month ago.¿ on (B)(6) 2018: ¿quit¿. Myocardial infarction: on (B)(6) 2013: ¿patient had mi last on (B)(6).¿ chronic abdominal wound infection since 2012. Overweight. On (B)(6) 2014: 168 lbs., bmi 28. On (B)(6) 2017: 167 lbs., bmi 28. Prior surgical procedures: none documented. Implant preoperative complaints: on (B)(6) 2011: ¿pneumothorax and traumatic injuries. Involved in altercation and struck by a vehicle. Right-sided pain. Results revealed right pneumothorax with rib fractures, right flank hernia containing a loop of colon. Pmh: she denies prior right abdominal bulges. Social hx: smokes. Labs: white count; 23,000. Impression: right possibly traumatic abdominal wall hernia.¿ on (B)(6) 2011: ¿who was involved in a trauma. Apparently, she was hit by a car and suffered a right scapular fracture with some rib fractures. She has had a bilateral pneumothoraces as well as pleural effusions diagnosed by chest CT.¿ implant procedure: bilateral tube thoracostomy and laparoscopic ventral hernia repair. Implant: gore dualmesh® biomaterial (1dlmc04 / 8861042, 15cm x 19 cm, oval). Implant date: on (B)(6) 2011 [hospitalization on (B)(6) 2011]. Description of hernia being treated: ¿initial inspection revealed a right flank hernia extending down into the right groin. This was lateral to the rectus muscle. There was some raw muscle from what appeared to be a very traumatic avulsion of the muscle which was hanged in the right gutter. The right colon and some small intestine were incarcerated primarily through the lower portion of this but it was easy to reduce and once it was reduced, the patient was positioned in trendelenburg and rotated to the left to retract.¿ ¿the rent and the peritoneum went all the way from the groin up to the rib cage. The primary hernia defect was in the groin but there were still some weakness which extended up like I said almost to the rib cage. I decided to try to close the avulsed muscle primarily at least to cover up the groin defect and this was accomplished through nick incisions made over the defect through which we passed 0 prolene sutures through the avulsed muscle and then brought it back out through the abdominal wall over the defect. Six stay sutures were placed thereby essentially primarily closing the defect. Then, the defect was measured and found to be about 14 centimeters long by about 10 to 12 centimeters wide after it was closed.¿ implant size and fixation: ¿l selected a piece of gore dual mesh which was 15 x 19 centimeters and this was repaired by placing superior and inferior, medial and lateral stitches and then additional stitches out laterally for fixation. The mesh was rolled and inserted into the abdominal cavity. Inside the abdominal cavity, it was unfurled and the stitches were brought out at the inferior margin of the defect, then superiorly just below the rib cage and then laterally out in the flank. The 3 stitches were brought out and then medially just lateral to the right of the umbilicus.¿ ¿with these stitches pulled up, the mesh was taut and then placed a row of titanium spiral tacks around the periphery of the mesh in two rows, the first row was tightly spaced about one centimeter apart, the second row was about 2 centimeters apart giving excellent fixation of the mesh. At this point, the abdomen was re-inspected. There was no bleeding and no bowel entrapment.¿ on (B)(6) 2011: discharge summary: ¿traumatic injuries with right pneumothorax and right flank hernia.¿ procedures: ¿bilateral chest tube placement and management. Diagnostic laparoscopic repair of a right flank hernia. Blood transfusion.¿ relevant medical information: on (B)(6) 2011: ¿abdomen incisions healing well, no evidence of infection.¿ on (B)(6) 2011: ¿doing well overall, there is some fullness on right side and I can't rule out a recurrence.¿ on (B)(6) 2011: hospitalization. ¿the patient apparently did well postoperatively, but for the last 2 weeks the patient has felt fatigued, has had chills, has had loss of appetite, has had some weight loss (the patient estimates 5-7 pounds) and has had increasing abdominal pain with hardness of her right lower abdomen. She also states that a few days ago purulent fluid came squirting out of that lower area that was so voluminous that she had to go in the shower, and she estimates approximately 1-2 l of purulence was released.¿ CT ordered prescribed for ¿abdominal pain. Recent hernia surgery, rlq [right lower quadrant] pain. N/v/d [nausea, vomiting, diarrhea]. Increased wbc [white blood count].¿ on (B)(6) 2011: CT abdomen: ¿status post hernia repair with probable seroma or abscess collecting both peripheral and deeper to the mesh involving the preperitoneal space and intramuscular and subcutaneous space extending from the costal cartilage margin to the right groin. Antral mural thickening may be related to antritis.¿ on (B)(6) 2011: ¿cat scan consistent with a very large mesh infection with large amount of fluid , both preperitoneal and in the subcutaneous tissues surrounding the mesh. The mesh seems to be very folded and almost free floating in this infection.¿ on (B)(6) 2011: CT-guided drainage of right lower quadrant subcutaneous abscess: ¿about 200 milliliters of clear pus was removed. The catheter was left in place for further drainage.¿ on (B)(6) 2011: pathology report: ¿many wbc. Few gram positive cocci in (B)(6). Isolate: moderate growth staphylococcus aureus. No fungus.¿ on (B)(6) 2011: discharge summary: ¿large mesh infection with multiple abscess cavities, both intra-abdominal, preperitoneal, and subcutaneous tissues.¿ ¿underwent percutaneous drainage and started on intravenous antibiotics. Initially presented with abnormal labs of white blood cell count of 14. Drainage culture produced gram positive cocci. Patient will require (removal of mesh, clearance of abscesses, and reconstruction of entire right abdominal / flank wall.¿ on (B)(6) 2011: CT abdomen: ¿bilateral effusions and bilateral lower lobe consolidations. Liver lesions, nonspecific. Further evaluation in detail with ultrasound or MRI. Hernia mesh with surrounding inflammatory changes and fluid. Infection is suspected. Abnormal morphology of the uterus. This patient has had a uterine artery embolization this may be a normal postoperative finding. Followup recommended ultrasound.¿ explant preoperative complaints: on (B)(6) 2011: ¿who suffered a traumatic ventral hernia several months prior. She underwent laparoscopic repair of this hernia with mesh. She subsequently developed infection of the mesh. A drain was placed and the patient was placed on intravenous antibiotic therapy. She is now taken to the operating room for excision of the mesh and repair of the hernia.¿ explant procedure: excision of infected mesh with primary repair of ventral abdominal hernia, application of vacuum-assisted dressing placement. Explant date: on (B)(6) 2011 [hospitalization on (B)(6) 2011]. ¿an incision was made over the right iliac crest directly overlying the hernia. This was based on CT scan findings, which delineated the location of the mesh. This incision was carried down through the subcutaneous tissue and through the musculature using electrocautery. A dead space was encountered that was filled with purulent material . Cultures were obtained and were passed off of the field. The purulent material was suctioned from the wound. The wound was copiously irrigated. The mesh was identified and was excised in its entirety . This left a defect in the fascia, which measured approximately 12 cm x 5 cm.¿ ¿again, the wound was irrigated and the irrigant was suctioned from the wound. The intra-abdominal contents were not visible due to formation of an inflammatory rind over the abdominal contents. The fascia was reapproximated primarily with interrupted #1 looped pds in a figure-of-eight fashion. A wound vac dressing was then placed.¿ wound cultures not provided. On (B)(6) 2011: removal wound vac. ¿the wound was inspected and the large portion of the wound was granulated with excellent viable vascularized subcutaneous tissue. There was some purulent discharge from the central aspect of the wound and rather than performing a delayed primary closure, the decision was made to replace the wound vac. Wound vac dressing was then placed.¿ on (B)(6) 2011: wound vac change and debridement of the wound. On (B)(6) 2011: removal of vac assisted abdominal dressing with debridement of open abdominal wound. Delayed primary closure of open abdominal wound. ¿the wound was inspected. There was excellent granulation tissue within the base of the wound without any purulence as was noted on her prior operation. The hernia repair is intact. A 10-mm jp drain was placed within the wound bed and brought out through a separate stab incision. The wound was debrided and irrigated and then closed in a single layer with a nylon suture in vertical mattress fashion.¿ on (B)(6) 2011: discharge summary: ¿status post traumatic abdominal hernia repair, transferred to our facility due to an infection in the repair. Condition at discharge: stable. Complications: none.¿ relevant medical information: on (B)(6) 2013: ¿had mi last on (B)(6) and needed emergent cardiac cath with stent placement, cath insertion site has had difficulty healing and is always ¿opening up.¿ now wants it to be checked to make sure it is healing alright. Exam: lesion on right groin area. Impression/plan: right groin pain-resolved, scab over insertion site without sign of infection.¿ on (B)(6) 2014: ¿abscess that constantly keeps surfacing above her right asis [anterior superior iliac spine]. Has been surfacing over a year. She has gone to ER and treated with antibiotics. Says abscess gets better, drains, scars over for a period, then resurfaces. Reports pus drainage and mild tenderness to palpation when abscess appears. Impression / plan: abscess. Will have lesion ultrasound and will further explore the possibility of excision in office or referral to general surgery based on findings.¿ on (B)(6) 2014: ultrasound not provided. ¿ultrasound from wound should [sic] fistula from mesh repair.¿ ¿complains of abdominal pain (right lower quad fist s/p hernia mesh repair).¿ on (B)(6) 2014: ¿ultrasound done and noted patient developed a tract / fistula which mesh was placed and removed several years ago. Patient referred to dr. (B)(6) and he further explored the wound and noted that a stitch was left at site as per patient. Dr. (B)(6) removed stitch. Wound is healing well.¿ on (B)(6) 2015: ¿open fistula in rlq. Impression / plan: follow up 3 months. Returning fistula follow up with surgery.¿ on (B)(6) 2015: ¿incision healed but now patient is stating wound is opened back up. Draining clear fluid. Impression / plan: fistula. Us abdomen ultrasound.¿ on (B)(6) 2016: ¿follow up on imaging for fistula. Report shows fistula tract still present. Recurrence of fistula on right inguinal area and will refer to surgery to re-evaluate.¿ on (B)(6) 2016: ¿left lower abdomen there is a previous suture site that appears to be opening and draining. Impression / plan: skin infection. Bactrim ordered. Wound culture, ultrasound ordered.¿ on (B)(6) 2016: ¿following skin infection in her right hip. Took antibiotics as directed. CT did not show abscess. States her infection got better in 2 days later, started to drain again. Pelvic ultrasound had some abnormal findings and patient referred to ob-gyn, however she has not had an appointment made yet.¿ on (B)(6) 2016: ¿skin infection. Start augmentin. Continue wound care with topical antibiotic and bandage. Express fluid in wound. Follow up 3 weeks.¿ on (B)(6) 2017: ¿follow up right groin wound, chronic. It first occurred after mi and cath with stent placement through her right femoral area. This area initially got infected and never fully healed. Chronic wound infection of abdomen. Wound infection seems to be controlled with recent cipro antibiotic.¿ on (B)(6) 2017: ¿small vesicle with fluid around femoral hernia repair incision site. Fistula, skin. Cultured wound. Drained in clinic today. Chronic bacterial skin infection. Referred to general surgery looks like you may be developing another fistula.¿ conclusion: it should be noted that the instructions for gore® dualmesh® biomaterial with use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and / or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and / or a general lack of available detail or specificity related to an adverse event and / or device. The device was not returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.